Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone primary breast augmentation with an unknown mentor breast prosthesis, suffered right breast implant rupture, post-procedure. The rupture was diagnosed intra-operatively. As a result, the patient underwent bilateral removal and replacement with the following devices on (B)(6) 2021: (right) 300cc mentor smooth round moderate plus profile saline catalog: 3502300 lot: 9487778 sn: (B)(4) and (left) 300cc mentor smooth round moderate plus profile saline catalog: 3502300 lot: 9470527 sn: (B)(4). The product is still unknown and the common device name and procode values are being used for submission purposes only. A supplemental report will be submitted if clarifying information is received.

Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab received the device for evaluation. Per the returned device, mentor became aware that the device was a mentor saline smooth implant. However, there was still no lot number available. On (B)(6) 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the saline smooth breast implant was found to have a tear on the posterior view, measuring approximately 14.5 cm. A microscopic examination was performed and the cause of the deflation could not be identified. It should be noted that product failure is multifactorial. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 13, 2021, mentor received additional information indicating that the suspect medical device's date of implantation was on (B)(6) 1994. Manufacturer¿s reference number: (B)(4).